Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 404 mg/dl at the time of incident. The customer was treated with manual injection and insulin pens. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. Customer declined troubleshooting for high blood glucose. The customer also reported that they kept on getting bolus not delivered. The device will not be returned for analysis.